Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem¿s t:flex user guide describes how to remove air from the cartridge using the syringe. Device not returned.

Event description:
It was reported that the customer experienced intermittent inaccurate fill estimates. Reportedly, the customer did not perform the air extraction technique. There was no impact to the customer' s blood glucose level.